Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the device failed operational check and froze, tried to turn it off and would only switch off when battery was removed / end users also reported intermittent failures during self test. There was no reported patient involvement / adverse patient impact.